Event description:
It was reported it was noted the lv (left ventricular) impedance was greater than 3000 ohms and the lv did not capture. The device was replaced due to suspected connector block problem and the lead impedance issues resolved, so lead problem ruled out. No patient complications were reported as a result of this event and the patient was reported to be okay.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the us. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B) (4) no anomalies found.